Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the keypad gold flex. The sc1 cap and reservoir locked properly into reservoir compartment during testing. No damages noted on reservoir tube. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked belt clip rails. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low bgs and damage reservoir tube. No damages noted on reservoir tube. However, moisture damage was noted on keypad gold flex during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the reservoir compartment was damaged. The customer experienced hypoglycemia with blood glucose value of 39 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag.